Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2019 18:59:56 (B)(4). Complaints text (B)(6) 2019 18:52:21 (B)(4). Initial notes: pt said she's having insulin flow block after doing a bolus and the pump said to change reservoir which she did. Inquired what led up to the complaint. Customer response: pt is just doing a bolus insulin flow blocked alarm during basal/bolus/fill cannula t/s per (B)(4). Expl insulin flow blocked alarm and possible causes. Adv to check pump's bolus speed setting. Customer is using standard. Adv to disconnect at the qr. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited and pump alarmed insulin flow blocked. Adv to remain d/c. Adv to remove the res from the pump and rewind. Adv to run load reservoir with empty pump until piston reaches end of travel. Pump alarmed with no reservoir detected. Customer has a plunger available. Adv to remain d/c and push insulin slowly through the tubing. Customer reports that insulin does not exit with plunger push. Customer reports insulin exits, but there is greater than normal resistance when attempting plunger push. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. Adv to remain disconnected. Adv to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reports insulin exits the tubing. Adv to rewind the pump. Adv to reinsert res and run fill tubing until at least 5.0u and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the fill tubing. Adv the pump is working as designed. Explained alarm was caused by inf/res connection issue. Adv to reset fill cannula to the appropriate cannula prime for their inf. Customer's outcome pertaining to the complaint: advised we're replacing the infusion set and reservoir which is out of stock.